Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra 2 meter does not turn on. The medical surveillance specialist reviewed the technical service rep (tsr) documentation. The pt said that the issue started the previous week at 7 pm. She said that due to the issue she started to eat less carbohydrates at each meal to avoid having hyperglycemia but continued to take her normal does of oral diabetes medication. She takes novonorm and glucophage and did not give the doses. Three days later in the afternoon she felt cold, shaking, and weak, symptoms she attributes to hypoglycemia. She took 7.5 grams of glucose mixed with water at that time to treat her symptoms. It was determined during the troubleshooting telephone call there was no misuse of the product and the meter does not turn on when pressing the power button or inserting a new test strip. This complaint is being reported because the pt alleged the meter did not turn on, ate less due to the issue, and suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.